Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service center indicates that objective lens has chip glue was found. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of objective lens has chip glue traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.